Event description:
The "delivered volumes seem to be low (set at 500, delivers 300). The unit delivered breaths and volume seem to be fine, but on pt triggered breaths, volume is low. Pt is in asst/control mode".